Manufacturer narrative:
After battery installation, device powered up with a blank display. After further review, did not note any signs of previous moisture damage or corrosion on any of the boards or assemblies within the unit. After swapping the boards to another case, and then swapping a known good electrical board 2 onto electrical board 1, the device powered up normally. The problem seems to be isolated to electrical board 2. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated insulin pump was blank but it was still delivering bolus. Insert battery alarm did not display on the screen. Contacts on the battery caps were neither corroded nor damaged. Display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.